Event description:
It was reported the device overheated during a procedure. During the procedure the patients buccal mucosa and lower lip obtained a second degree burn, additional medical treatment was given. Attempts are being made to obtain additional information.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported the device overheated during a procedure. During the procedure the patients buccal mucosa and lower lip obtained a second degree burn, additional medical treatment was given. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.